Manufacturer narrative:
Patient reported to be 69 inches tall.. Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp and the fse confirmed "gas loss in iab circuit" in the alarm log. To fix the issue, the fse replaced tidal volume disc due to cycles. Unit passed all calibration, functional and safety test(s). Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a gas loss during use on a patient. However, there was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: h6(investigation findings, investigation conclusion).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.